Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and regurgitation symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2016. Patient began experiencing gerd and regurgitation on (B)(6) 2018. X-ray in (B)(6) 2018 visualized the discontinuous device. Device explant due to the device opening occurred without issue on (B)(6) 2018. The patient is doing well as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and regurgitation symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2016. Patient began experiencing gerd and regurgitation on (B)(6) 2018. X-ray in (B)(6) 2018 visualized the discontinuous device. Device explant due to the device opening occurred without issue on (B)(6) 2018. The patient is doing well as of (B)(6) 2018.